Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The device evaluation found e103 generated and no light due to converter failure, and e207 generated due to internal failure of emergency light. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: not applicable because there was no evidence that the defect was caused by user misuse. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the xenon light source complaint has an insufficient light error (e103). There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.